Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was confirmed that patient status as admitted at two different unit with visit type -adt. A technical support specialist, guided customer to re-admit the patient to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system, the patient is not appearing in the pyxis system and has not yet been discharged. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.